Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was cappped due to 'insulation break'. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing innappropriate shocks, measurements indicated low impedance, sensing and pacing were not adequate. The physician elected to replace the sensing portion with a new rate sensing lead.

Manufacturer narrative:
Event conclusion cpi's analysis found: only the terminal pin section was returned. The outer insulation of the rate sensing terminal pin section is torn apart at the distal end of the terminal pin barrel. The proximal rate sense conductor coil filars, all 4, are fractured at the distal end of the terminal pin barrel. Fractured conductor coils and insulation damage most likely due to a load being applied to the lead either at implant, or due to the position of the lead in the body, coupled with movement. The shocking portion remains implanted and active.